Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with no tortuosity and no calcification. The 2.5 x 8 mm mini vision stent delivery system (sds) was advanced for direct-stenting and inflated at the lesion; however, under angiography, it was observed that there was no stent in the lesion. The stent was found dislodged in the protective sheath. It was noted that there was no resistance removing the protective sheath during un-packaging. The 2.5 x 12 mm mini vision was then advanced without issue, and deployed to treat the target lesion. After deployment, a distal edge dissection was observed and treated with a non-abbott stent. The patient outcome was good. A delay in the procedure was noted due to the required treatment of the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the mini vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The 2.5 x 8 mm mini vision referenced is being filed under a separate medwatch report.